Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler underwent three hernia repairs. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hernia(s) and associated repair procedures; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of a hernia(s) that required three repair procedures. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia(s) cannot be determined in the absence of the required information; however, studies have found that most hernias occur prior to the patient¿s start on pd. Regardless, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler underwent three hernia repairs. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hernia(s) and associated repair procedures; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.